Manufacturer narrative:
Sw 2.9d, unit not received in manufacturing mode. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, corrosion in battery tube and partially broken off reservoir tube lip.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that reservoir compartment had broken. The insulin pump will be returned for analysis.